Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient will set stimulation at a comfortable level and feel fine for 10 minutes and then suddenly feel a burning sensation that is uncomfortable. The patient's husband reported later that day that the patient felt a shocking and burning sensation, and that things seemed to be getting worse. The next day, the patient's husband reported that the gauze where the device was implanted was bloody. The patient later went to the doctor to have her bandage redone. It was noted that the patient started the trial on (B)(6) 2018. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.